Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer had issues removing the sureform stapler 60 instrument from the arm. After stapler instrument was fired, it released from the tissue, but message appeared on monitor to turn the knob for the emergency release to release the tissue. The customer turned the emergency release but had difficulty removing the stapler from the new arm. The sureform stapler 60 white reload was returned with the stapler instrument. There was no alleged malfunction reported against the reload. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and following additional information was obtained about the complaint: the stapler instrument was inspected prior to use and no damage was noted. White stapler reload was involved with the reported event. The stapler instrument worked the first two times. The reported issue occurred while stapling the stomach tissue. The tissue was not calcified or exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or tissue bunching. The stapler had an error message stating "stapler was not recognized", it was removed and reinserted multiple times, the staple reload was replaced before opening a new stapler. The stapling issue did not result in any malformed or unformed staples. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. Buttress material was not used. The surgeon did not experience any clamping issues prior to firing the stapler reload. There was no unplanned tissue removal due to the stapler firing failure. The issue was resolved by replacing the stapler instrument. The procedure was completed robotically with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 white reload. The reload was analyzed and found to have lodged malformed staples stuck in the knife track at the distal tip of the reload. The staples were removed successfully. Additionally, the reload was found to have blade damage when the reload was disassembled in-house. The probable root cause is attributed to damage during use. This complaint is reportable malfunction event due to the following conclusion: the staples were malformed. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.